Manufacturer narrative:
Continuation of d10: product ID 5076-52 lead, implanted (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a valve repair surgery, suspected episodes were recorded involving an implantable pulse generator (ipg) device. The device recorded episodes of ventricular tachycardia with more than four beats and a chaotic ventricular rhythm. It was also noted there was noise from the surgery. The device appeared to be under sensing on both the right atrial (ra) lead and the right ventricular (rv) lead during these recorded episodes. No further patient complications have been reported as a result of this event.